Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference #: 1627487-2019-08739.

Manufacturer narrative:
.The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference #: 1627487-2019-08739. It was reported the lost therapy in one of the drg leads. Diagnostic testing revealed high impedance values. As such, the patient underwent surgical intervention where in the l2 leads were explanted and replaced. Effective therapy resumed post-operative and the issue is resolved. It is unknown which lead is liable. Therefore, all suspected devices are being reported.